Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14125. It was reported, the pt as not receiving effective stimulation. An sjm rep met with the pt and reprogramming was unable to resolve the issue. X-rays were taken and showed the lead had migrated. The pt underwent revision surgery on (B)(6) 2012. It was noted, the anchor was probably cut in half by the sutures. The physician repositioned the lead and replaced the anchor with a new one. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.